Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) that failed during this procedure? Unsure specific number of devices involved during this one procedure. The reporter only advised that there were 6 impacted suture throughout several wisdom teeth extractions on the one day. No harm to any patient reported. Status of product return: the 6 impacted sutures have been discarded. Note: events reported via mw 2210968-2020-01602, 2210968-2020-01603, 2210968-2020-01605, 2210968-2020-01606, 2210968-2020-01607.

Event description:
It was reported that the patient underwent wisdom teeth extraction on an unknown date and suture was used. During the procedure, the needle was pulling away from the suture very easily. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/22/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.